Event description:
Received medwatch report (B)(4). Customer report states "endotracheal tube had been advanced per chest x-ray earlier. Unable to pass suction catheter via tube. Repeat chest x-ray showed still needed to advance 2-3 more centimeters. Questionable 'kink' or bend in et tube". Info in the above referenced report does not confirm if extubation/reintubation of the replacement tube was performed. Report is selected as product problem. No further info has been made available. Covidien has made attempts to gather additional info surrounding the circumstances of this report.

Manufacturer narrative:
(B)(4). The customer confirmed that the product is not available for analysis at this time. No sample is expected to be returned for eval. Without the actual complaint sample being returned a full investigation cannot be carried out. If the sample is received at a latter date and/or if significant info becomes available related to this report, a summary will be provided in a supplemental report. Info of this nature has been added to the database for trending purposes.